Event description:
The pt has a catheter inserted through her stoma into the abdomen. She has expereinced four instances of catheter leaking from pinholes. The last incident occurred on 3/13/97 where the catheter last incident and fell out during the night. On a previous incident, the pt had to be transported to hosp to insert catheter because stoma was closing.